Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump unexpectedly shutdown. In addition, it was reported that the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, after leaving the pump plugged in for 30 minutes the pump began charging. Customer's blood glucose level was 115 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.